Event description:
The customer reported that following a ptca/stent procedure in 2000, a vasoseal vhd kit size 4 was deployed and hemostasis was achieved. The pt was taken back to the floor and then had an incidence of vomiting. The pt developed a "football" size hematoma and was taken to surgery for evacuation. No further complications were reported.